Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term for ¿unspecified adverse events¿ is not available.

Event description:
It was reported that the patient was denying replacement due to being placed on hospice. The reason for hospice is unknown. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient underwent a generator replacement due to battery depletion. The suspect device has not been received by manufacturer to date.